Manufacturer narrative:
H10: additional manufacturer narrative . Updated h3 and h6 per new information received . H3: product evaluation . Customer report of bleeding and injury to left ventricle could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. No visible inconsistencies were observed on the valve. A green suture remained attached at the black stitch marking around leaflet 2. Suture holes were visible near all three black stitch markings on the sewing ring; one suture hole near each.

Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. Death or serious injury would only be reportable if there was an allegation of device malfunction or device relationship by the patient's physician. In this case, the surgeon suspected that lvot injury was caused by pushing the expandable frame of the valve with extra force. The device was returned and product evaluation is ongoing. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 19mm aortic valve was explanted at implant due to the bleeding and injury to the left ventricle outflow tract (lvot) caused by a technical issue. The patient underwent avr + tricuspid repair + maze surgery at implant. After turning the pump off, bleeding was observed. The pump was turned on and an injury at the lvot was seen. It was repaired with patches and the device was explanted and replaced with a non-edwards valve while the patient was on bypass with no adverse patient events reported. At implant before expanding the frame, it was hard to slide the device down to the patient annulus, so the surgeon added some extra force to push it down. The surgeon suspected the cause of lvot injury was pushing the expandable frame with extra force. The patient status was reported as ¿under treatment¿. There was no allegation of device malfunction.